Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during initial implant procedure, the right ventricular lead exhibited loss of sensing and low impedance when connected with the device. The lead was connected to the pacing system analyzer and the measurements remained the same. It was suspected there may have been due to a cut in the insulation when the lead was tied down. The lead was explanted and replaced. Patient was stable before, during, and after the procedure with no adverse events.